Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported " this month was diagnosed with rupture" and "has seen on the internet that some prostheses are having problems and believes that the patient's prostheses are there." Device remains implanted.